Event description:
Patient reported left side "lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis. Lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. 6